Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to deliver medication. The following information was provided by the initial reporter: consumer reported patient end is bending when taking injection stated, sometimes it takes more than one pen needle to complete injection because flow will stop. Stated, does not prime before injection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.